Event description:
The patient was implanted with an aus device on (B)(6) 2009. Ams was alerted to a (B)(6) 2012 revision surgery, however, components returned on (B)(6) 2012 did not match the model of the device implanted in 2009. It appears this patient had another revision prior to (B)(6) 2012. The reason for revision of the 2009 device was recurring incontinence. Attempts to obtain the surgical history or the reason for revision have been unsuccessful - no additional information has been received at this time.

Manufacturer narrative:
The device revision on 05/04/2012 was reported on (B)(4). Balloon catalog 72400024-serial (B)(4), exp. 04/23/2014, manufacture: 04/01/2009, pump catalog 72400098-serial # (B)(4) exp. 05/05/2014, manufacture: 05/01/2009. Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.